Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2017, 5076-52 lead, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was upgraded to cardiac resynchronization therapy defibrillator (crt-d) device during implant, there was t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead was capped and replaced. It was noted the patient experienced symptoms of shortness of air. The new lead also had issues with t-wave oversensing (twos). The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.